Manufacturer narrative:
(B)(4)

Event description:
It was reported high voltage lead impedance was observed at the level of the svc coil. The issue was resolved by reprogramming. The patient condition is stable.